Manufacturer narrative:
E.3. Other occupation: phlebotomy supervisor there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 e.1. Initial reporter facility name:(B)(6) d4. Medical device expiration date: unknown h4. Device manufacture date: unknown lot number was not reported; however, 2 potential lot numbers were provided. The information for these numbers are as follows: d4. Medical device lot #: 5338051 d4. Unique identifier (UDI) #: (B)(4) d4. Medical device expiration date: 30-nov-2030 h4. Device manufacture date: 04-dec-2025 d4. Medical device lot #: 5302573 d4. Unique identifier (UDI) #(B)(4) d4. Medical device expiration date: 30-sep-2030 h4. Device manufacture date: 29-oct-2025 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices had the needle separate from the hub. There was no health impact or consequences reported.